Event description:
Pt was on morphine drip via pt controlled analgesia pump. Pt had repeatedly stated that he was not receiving any relief from his pain. Pump began alarming and read e-6. When opening the pt controlled analgesia pump door, tubing coming from the morphine bag appeared kinked. Although pump read 49cc, bag appeared full (100 cc). Had been infusing for 13 hrs.